Event description:
For the last 5 to 6 months this implant has been giving me problems shocking me. On (B)(6) 2018 the doctors told me to turn it off. They found out that the leads were messed up . I tried calling the FDA in december, but it was closed. I have an ID number on my card: (B)(4).